Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (1gram, route and frequency not reported), meropenem (1gram, route and frequency not reported), and amikacin (125mg, route and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Three days after the event onset, the patients' peritoneal effluent was clear and the patient was reported recovered. That same day the patient was discharged from the hospital. At the time of this report, the vancomycin, meropenem, and amikacin remained ongoing. No additional information is available.

Manufacturer narrative:
Additional information: other relevant history. Should additional relevant information become available, a supplemental report will be submitted.